Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the insulin is not injecting bd autoshield duo safety pen needle. This led to hyperglycemia. This occurred on 7 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: nurse from assistant living reported on behalf of a consumer the auto shield pen needle is not working. His sugar is high. During the injection insulin runs down on his arm since a week. Explained the nurse if sugar remains high he does have to let the provider that takes care of his sugar know. Nurse stated it happens when he uses this with tresiba. He also uses quickpen and humlin, does not happen with these insulin. Nurse thinks the consumer is not pushing it correctly.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that during use the insulin is not injecting bd autoshield¿ duo safety pen needle. This led to hyperglycemia. This occurred on 7 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: nurse from assistant living reported on behalf of a consumer the auto shield pen needle is not working. His sugar is high. During the injection insulin runs down on his arm since a week. Explained the nurse if sugar remains high he does have to let the provider that takes care of his sugar know. Nurse stated it happens when he uses this with tresiba. He also uses quickpen and humlin, does not happen with these insulin. Nurse thinks the consumer is not pushing it correctly.